Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had "come out from under the skin during the night, and was now completely out of the body." It was noted that the implant procedure had been performed in a non-recommended way. The patient was prescribed antibiotics and the device is no longer in use. No patient complications have been reported as a result of this event.